Event description:
An article reported that all authors have encountered patients with serious adverse events, including implant infection and respiratory complication, that required implant removal or device deactivation; however, a complete list of serious adverse events was not included. While serious adverse events other than infection and respiratory complications were not explicitly listed in the article, the article indicates that adverse events outside of these two were also encountered. This report houses the other unspecified adverse events. Good faith attempts for additional, relevant information have been unsuccessful to date. The infection event(s) are captured in mfg report #: 1644487-2015-04717. The respiratory complication event(s) are captured in mfg report #: 1644487-2015-04716.